Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11 the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. A review of the sterile certifications and/or the final endotoxin test reports could not be conducted as product information was not provided. The cause of the patient¿s impaired wound healing and infection reported cannot be conclusively determined; however, it may be due to the patient¿s medical treatment (i.e., surgery and/or pharmacotherapy) and/or patient-related factors. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Event description:
As reported via journal article, titled ¿clinical radiographical outcomes and complications after a brand-new total ankle replacement design through an anterior approach: a retrospective at a short-term follow up". A patient underwent an initial total ankle replacement. Subsequently, the patient experienced delayed wound healing, which was treated with broad-spectrum antibiotic therapy and advanced dressings. They healed with no further complications. No further information available.